Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause could not be confirmed, however it appears the device may have been exposed to an unreported chemical agent or environmental exposure of some type prior to use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges at the beginning of the procedure, the catheter was proceeded to the ascending aorta without any effort or resistance by guidewire. On fluoroscopy image before contrast injection, we saw the distal tip of catheter was detached from distal connection zone. The distal part of broken catheter was grasped from proximal tip by snare catheter and pulled down over the course of aorta. When the catheter was in front of the left renal artery, we observed another fracture and then the second broken part of catheter was embolized to the left renal artery inferior branch. Transcatheter attempts for the retrieval of foreign bodies were all unsuccessful due to the fragile structure of the catheter. Therefore the patients underwent two major surgeries for retrieval of this embolized catheter fragments.